Event description:
A nurse reported that while treating a customer who had lost consciousness in the emergency dept, an adc meter result of 400 mg/dl was obtained at 16:42 using blood taken from the pt's ear lobe. At the same time, venous blood was obtained and tested on a laboratory meter and results of 40mg/dl were received. Both tests were taken within 10 mins. When plotted on the parkes error grid, the results fell within the "d" showing the difference in values is considered clinically significant. The medical event occurred prior to the readings obtained. In addition, after the readings were obtained it is reported that the pt regained consciousness and an adc result of 117 mg/dl was obtained. The hcp rep obtained the adc meter and a reading of "hi" was reported in the meter's log at 16:42 on the day of the event. A blood glucose reading >500mg/dl will display a "hi" message on the meter. Attempts were made to clarify the readings reported. There was no report of injury or delay in treatment related to this event.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.